Event description:
Related manufacturer reference number: 1627487-2021-13223. It was reported that the reason for the procedure was ineffective therapy. As a result, the ipg and lead were explanted and replaced on (B)(6) 2021.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Event date is unknown.

Event description:
It was reported that the patient may undergo surgical intervention at a later date to have their system replaced as it was not functioning. The exact reason is unknown.